Event description:
It was reported that this is allegedly an out of box. Reportedly they never used it because allegedly it is too dull.

Manufacturer narrative:
Additional information will be provided once investigation is completed.